Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 30-jul-2025, the user reported receiving alert 35 (insulin occlusion) on the ilet device. The user was advised to change the infusion set to resume insulin delivery. The user later confirmed they would complete a full supply change. The highest recorded blood glucose during the event was 195 mg/dl. No symptoms were reported, and no medical intervention was required.